Event description:
It was reported that prior to lap nephrectomy procedure, the clip would not load and when the trigger was pulled the clips fell out of the jaws. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.